Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The care giver (cg) indicated that the patient line was not properly primed when the home patient (hp) connected to the patient line. The technical service representative (tsr) had the cg close the clamps and cycled power to clear the alarm. The tsr advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the home patient and care giver did not check to see that the patient line was properly primed and connected to u-primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide instructs the user to verify that the patient line is properly primed and to follow instructions for re-priming if the fluid level is not near the connector. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.